Event description:
The patient called reporting a feeling of electrical sensations and out of rhythm heart beats since implant approximately four months ago. The patient also reported that a dog shock collar or caffeine may be the cause of these symptoms. Follow-up conducted revealed the pacemaker was interrogated approximately ten days after the patient's call and there were no pacemaker issues and no patient complications; however, it was unknown if the caffeine or the dog shock collar were responsible for the patient's sensations. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.